Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the following investigation results, omsc could not determine whether the reported event occurred due to the device malfunction. The device was turned on and off in low temperature, normal temperature, and high temperature environments, and a long-term continuous operation test was conducted, but the reported event was not reproduced. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the device and confirmed that there were no manufacturing abnormalities or corrections. From the device repair history, omsc confirmed that the video connector socket and battery were replaced on (B)(6) 2019. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The user reported that after the procedure it was found that the camera head connection was rattling and that mouthwash was adhered to a portion of the camera head connection. The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. There was a deposit on a part of the video connector socket. When the device was turned on, no endoscopic image was output. There was rattling in the connection part of the video connector socket. Since no endoscopic image was output, it was not possible to confirm whether the device could be operated according to the instruction manual. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, no endoscopic image was output, when the olympus camera head otv-s7proh-hd-12e was connected to the device. The user completed the intended gynecology surgery for the treatment with another video tower. There was no report of patient injury associated with the event. The user identified the device as malfunctioning because the normal endoscopic image was displayed when the device was replaced with another device.